Event description:
Boston scientific received information, that during a routine follow-up, it was observed the pacing impedance measurements were out of range. Over the past year the impedances have gradually increased. It was noted there was no noise, and no non-sustained ventricular tachycardia episodes. Thresholds were stable in both the atrium and ventricle. Boston scientific technical services (bsc ts) discussed that the gradual increase in both leads could be due to lead calcifiacation. Bsc ts suggested performing an x-ray to check lead positions, and to follow-up with patient in three months.

Manufacturer narrative:
----

Manufacturer narrative:
This right atrial (ra) lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Subsequently, additional information was received that an x-ray will be performed at the next follow-up. This patient is not pacemaker dependent, and is protected by the settings on the pg. No plan to change the system at this time. Pg and leads remain implanted.